Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The device knife blade was not exposed. The reported conditions were not confirmed. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy for right and middle lower lobe, while using the device was different from usual, it required a force to open and close the jaws, and it worked not smoothly. In addition, since the knife was in a exposed situation, the surgeon stopped using it. There was no tissue damaged. Replaced with new similar device and it worked fine for about 2 hours after the operation began. Surgical time was not extended. There was no patient injury.